Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The two returned t8 cannulated stick fit hexalobe driver (part number 80-4155, batch 589808) were examined visually under magnification. The driver tips presented distinguishable fractured surfaces. Driver tip (1 of 2) retained one full height, partially intact lobe. The remaining 5 lobes showed distinguished fractured plates at approximately 45 degrees to the driver tip's long axis. The fractured locations appeared in regions which suggest appropriate insertion depth into the screw's driver socket. Driver tip (2 of 2) presented with approximately three retained, full height lobe sections. Again, the observed fractured planes were at a 45-degree angle relative to the drivers' long axis. This driver tip also contained cracks within the retained lobe sections. These cracks would turn into fractured lines and planes under additional force. These cracks also showed a similar 45-degree angle relative to the long axis of the driver tip. Per information received the profile drill was not used during this case. Absence of profile drill use causes an increase in the required amount of insertion torque. An increase in the amount of insertion torque requires the driver tip to withstand a higher amount of stress during implant insertion. This factor may have contributed to the fracturing of the driver tip. Furthermore, driver tips most often see the highest level of torque right at the level of final insertion. This is also consistent with the description of when the driver tips broke. Not all broken pieces nor the screws involved in this event were returned. The combination of observations additionally collected information, absence of return pieces as well as the multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. Based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated to 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.

Manufacturer narrative:
Device evaluation is currently pending. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery, two (2) driver tips broke during final insertion of the screws. It was reported the surgeon would have liked the screw to advance 2-4mm more; however, as the driver tip fragments were in the screw heads, another driver could not be inserted into the screw head. It was stated the surgeon did however deem the insertion of the screw acceptable. This issue prolonged the surgery by 15 minutes. No other adverse patient consequences were reported.